Event description:
Customer received three patient samples reported to have wrong results. Exact date of testing was not provided for these patient samples. One example has been provided which gave discrepant results for total bilirubin when compared to another methodology. Initial total bilirubin gave 8.5 umol/l; repeated three times with similar results. Repeat data not provided. A second sample was obtained resulting a total bilirubin of 162 umol/l. The initial sample was sent to two different labs for testing, giving 108 umol/l by different analyzer and 69.5 umol/l by original analyzer platform - different methodology. Results from second sample were correct. Erroneous results were not reported. All three patients had some gall bladder inflammation with different etiology. All of them received infusion before drawing and treatment with different drugs. When other treatments were cancelled, drugs remained and results were then correct. One patient was sent home and the others remained in hospital. No information provided to determine which patient was sent home or remained in hospital. If additional information is received, appropriate notification will be provided.